Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while doing a routine backup battery replacement, a green fluid was discovered that was coating the connector ribbon. The decision was made to exchange the controller. The backup battery was previously exchanged routinely on14sep2020 with no evidence of green fluid. The patient stated that they have never opened the controller's backup battery cover.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of fluid ingress was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, photos were submitted showing green fluid ingress. Multiple good faith effort attempts were made requesting if product will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 29jun2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of fluid ingress was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 5 days (21apr2022 ¿ 25apr2022, 31may2022 per timestamp). Events captured on 31may2022 took place in the testing labs at abbott. The driveline was disconnected on (B)(6) 2022 at 11:05:31 and the controller was shut down at 11:05:48. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing and passed. The controller was able to operate a mock loop with no alarms active. The controller was able to operate as intended. The controller was opened and fluid ingress was found on the printed circuit board. The power cables were also cut open and fluid ingress was found. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 29jun2018. No further information was provided. The manufacturer is closing the file on this event.